Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to (B)(6) 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet on (B)(6) 2018 revealed that the calibration was out of specification on the 0 setting but within specification at all other settings. The rpm¿s were within specifications. Repair of the air dermatome was performed by zimmer biomet which included replacement of the vespel and semi-circle bearings. Air dermatome, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the reported event could not be confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a zimmer air dermatome was skipping during use. No harm reported. No adverse events were reported as a result of this malfunction.